Event description:
It was reported by service report that, the stretcher was leaking hydraulic fluid at the foot end hydraulic lift jack. The user facility was unable to provide any information as to whether there was patient involvement. However, it was reported that there were no adverse consequences associated with the reported issue.